Event description:
It was reported that the screen was frozen and the pump would not respond to button presses. The issue allegedly occurred while the diabetes educator was attempting to review the pump with the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed that the bolus button was unseated, and there was corrosion observed around the bolus button contact. The pump powers on appropriately to the verification screen and all keypad buttons are responsive when pressed. The allegation of a frozen screen was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.